Event description:
Megadyne bovie pads consistently do not work (will not register on patients) staff went through 5 for this patient and also the next patient. Skin was cleaned several times. Reference reports: mw5163974, mw5163975, mw5163976, mw5163977.